Manufacturer narrative:
The device was received for investigation. Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 600 mg/dl between 4 and 24 hours of wearing the pod. The mother changed the patient¿s pod the day prior, and everything seemed to work. However, the needle never pierced the skin at the infusion site on their arm to allow for the cannula to insert and deliver insulin. The patient experienced high bg levels overnight. The mother stated that regardless of corrections, the bg kept climbing. Later that night, the patient became sick to their stomach. On (B)(6) 2026, the patient was taken to the hospital to seek medical attention. At the time of the call, the patient was in the emergency room with borderline diabetic ketoacidosis (dka). The patient¿s mother later confirmed that the diagnosis was dka. The patient was being treated with intravenous fluids, the fluids being administered were not reported. At the time of the call, the hospital was trying to locate another omnipod at one of the nearby pharmacies, and the patient was being transferred to a room. There were no further details provided. Attempts are being made to retrieve additional information surrounding the medical event.